Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Acetabular shell was returned and evaluated against the complaint. The shell is assembled with inserter. The rim of the shell is scuffed and dinged. Scratches were found on the inner radius around the size etching of the shell. A generic hex key was used in an attempt to remove the shell. The shell and inserter could not be disassembled. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the cup would not unlock, and the handle would not detach causing the ball hex driver to fracture. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 110003451, g7 str modular shell inserter, 970150, 010002736, g7 ball hex drvr for insr hndl, 486661. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09023, 0001825034-2017-09024.

Event description:
It was reported that during the procedure the cup would not unlock, and the handle would not detach causing the ball hex driver to fracture. No adverse events have been reported as a result of the malfunction.